Event description:
Customer reported to maquet that he lacerated his hand on a bent metal slot cover while adjusting a monitor arm. Injured person received 4 stitches in hand and was out of work for a week. (B)(4). MFR report #9710055-2013-00042.